Event description:
It was reported that product performance data was reviewed and classified as inappropriate treatment. It was further noted that no therapy was delivered for ventricular tachycardia (vt) and the rhythm spontaneously terminated. The device remains in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. (B)(4).